Event description:
Manufacturer review of the presentation poster entitled "vagus nerve stimulation in children: twelve years of experience. Alving j, neilsen h, nikanorova m." Revealed a vns patient had increased seizures. Attempts to author for further information have been unsuccessful to date.